Manufacturer narrative:
(B)(4). Product has been requested, but has not been received. (B)(4).

Event description:
It was reported that a really strong patient who was in a psychiatric hospital was being restrained in a chair. The patient used force and tore through the lower straps on both ankle restraints. There was no patient or caregiver injury reported.